Event description:
It was reported that implantation of an impella was difficult as the wire was unable to pass.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had iliac dissection preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.